Event description:
As reported from the open study, the physician used a 6x120mm smart flex stent that was actually determined by them to be greater than 120 mm in length from the angiogram done at the time of index procedure. The stent was implanted successfully. No adverse events occurred. The patient met all inclusion/exclusion criteria in order to be enrolled in the study. The target lesion was located in the right proximal superior femoral artery with a length of 100mm and a reference diameter of 5.5mm. The vessel diameter through the lesion was 1.4 mm with 80% stenosis. There was minimal calcification. A retrograde approach was made with a 6f sheath into the left common femoral artery. The guidewire was successfully passed across the lesion before pre-dilation was performed with a 5x100mm balloon at 10 atm. Then, the 6x120mm smart flex stent was successfully deployed at the target lesion before post-dilation was performed with a 6x100mm balloon at 10 atm. However, during post-dilation with the 100mm balloon, it was noted that the stent was longer than 120mm. Per the physician, "we had difficulty positioning the stent as the markers were longer than 120 mm." The physician felt that the IFU did not reflect the situation. The stent delivery system (sds) did not pass through any acute bends and no unusual force was used at any time during the procedure. The sds was not advanced past the lesion and then withdrawn back prior to stent deployment. No unusual force was applied during stent deployment. The stent fully expanded with good wall apposition. The sds system the residual stenosis rate was 0% and the in-stent diameter was 5.5mm. No dissection or other adverse events occurred. The patient was discharged later that day.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Film review of the angiography images were conducted by a independent physician. He reported the following: history: this complaint involves a patient who was undergoing endovascular treatment of a superficial femoral artery stenosis. The physician used a 6x120mm smart flex stent. Following deployment the stent was noted to be longer than 120mm in length. There was no adverse outcome to the patient. Observations: a single cd-rom containing multiple cine files is submitted for review. Images of the right leg are obtained from retrograde approach. In the proximal sfa there is multifocal mild plaque formation with multiple mild stenotic segments. In the proximal sfa there is focal web like high grade stenosis which I assume is the target site for treatment. The distal sfa is unremarkable. There is a two vessel tibial run-off. Following wire traversal, the target lesion is balloon dilated with a balloon catheter which is reported in the clinical report to be 5 x 100mm but actually appears to be 120mm with reference to the marker placed on the patient¿s leg. Following angioplasty there is an excellent angiographic result with no significant residual stenosis, flow limiting dissection, or extravasation. The appearance of the vessel following angioplasty is satisfactory and it is unclear why a stent was placed. Nevertheless, a 6 x 120 mm smart flex stent was placed and following deployment the treating physician noticed that the stent was longer than expected. According to the marker, the stent length is approximately 140mm. The stent is then balloon dilated and final images were obtained. The stent appears well expanded and the stent interstices are all symmetrical and well expanded. Final images show an excellent angiographic result. This case involves a smart flex stent that appeared to deploy longer than the expected length of 100mm. The problem in this case is likely related to the positioning of the skin marker tape. A segment of the upper portion of the marker tape courses anteriorly (horizontally) along the patients pannus which creates inaccuracy of measurement in ap dimension. To ensure accurate measurements, the pannus must be taped up or the marker tape should be positioned straight to correct for this error. Both of these are not very effective in large patients and this type of vessel measurement is well known to be inaccurate. Most vascular fluoro units have internal measurement capability that would be more accurate than measurement rulers taped to the patients skin. The etiology of the measurement error in this case is secondary to a measurement technique error and not a product manufacturing issue. This complaint involves a patient who was undergoing endovascular treatment of a superficial femoral artery stenosis. The physician used a 6x120mm smart flex stent. Following deployment the stent was noted to be longer than 120mm in length. There was no adverse outcome to the patient. Observations: a single cd-rom containing multiple cine files is submitted for review. Images of the right leg are obtained from retrograde approach. In the proximal sfa there is multifocal mild plaque formation with multiple mild stenotic segments. In the proximal sfa there is focal web like high grade stenosis which I assume is the target site for treatment. The distal sfa is unremarkable. There is a two vessel tibial run-off. Following wire traversal, the target lesion is balloon dilated with a balloon catheter which is reported in the clinical report to be 5 x 100mm but actually appears to be 120mm with reference to the marker placed on the patient¿s leg. Following angioplasty there is an excellent angiographic result with no significant residual stenosis, flow limiting dissection, or extravasation. The appearance of the vessel following angioplasty is satisfactory and it is unclear why a stent was placed. Nevertheless, a 6 x 120 mm smart flex stent was placed and following deployment the treating physician noticed that the stent was longer than expected. According to the marker, the stent length is approximately 140mm. The stent is then balloon dilated and final images were obtained. The stent appears well expanded and the stent interstices are all symmetrical and well expanded. Final images show an excellent angiographic result. Conclusion: this case involves a smart flex stent that appeared to deploy longer than the expected length of 100mm. The problem in this case is likely related to the positioning of the skin marker tape. A segment of the upper portion of the marker tape courses anteriorly (horizontally) along the patients pannus which creates inaccuracy of measurement in ap dimension. To ensure accurate measurements, the pannus must be taped up or the marker tape should be positioned straight to correct for this error. Both of these are not very effective in large patients and this type of vessel measurement is well known to be inaccurate. Most vascular fluoro units have internal measurement capability that would be more accurate than measurement rulers taped to the patients skin. The etiology of the measurement error in this case is secondary to a measurement technique error and not a product manufacturing issue. A general review of the travelers listed above which make up the DHR for the parent lot was performed. System and subassembly travelers: all systems were manufactured in accordance with the traveler and passed all prescribed inspection and testing. Stent traveler: all stents were manufactured in accordance with the traveler, stents passed all prescribed inspection and testing. As noted by the film reviewer the etiology of the measurement error in this case is secondary to a measurement technique error and not a product manufacturing issue. The product was not returned for analysis. Based on the root cause being related to procedural factors no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A device history record (DHR) and additional information are pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and plavix. Concomitant devices: a 6f sheath, a 5x100mm balloon for pre-dilation, and a 6x100mm balloon for post-dilation.

Manufacturer narrative:
Angiographic pictures of the stent implanted in the patient were provided. Review of the pictures: "still pictures were received of the deployed stent with the contrast filled inflated balloon inside of it. The 3 photos are of such low quality that the stent struts cannot be seen in sufficient detail to ascertain whether or not the struts were stretched or compressed." Procedural angiographic films have been provided and the review of the films are pending. A device history record (DHR) review and additional information are pending and will be submitted within 30-days upon receipt.